Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that if he sat for an hour it took a long time to charge. The patient reported that he sat for an hour and the ins charged 10%. The patient reported that he was glad he could recharge the device but he felt it was an "inefficient scheme." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that ins explant had not been planned or scheduled and was cancelled. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient almost underwent removal surgery, but it was cancelled last minute because they realized that the surgical lead could not be removed and wanted to leave the system in tact versus partial removal. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that their device works and stimulates, but it never helped for what it was implanted for. The patient stated that they have a horrible neuropathic condition which they attempted to treat with their device. They noted that they keep the stimulation off but keep it charged. The patient added that they try to use it when they have pain, but it does not help. The patient stated that they turn on the device when they are having a particular attack, in which the device was designed for. They mentioned that they had one of the attacks the day prior to the report, which crippled them for 2 days. The patient confirmed that the unit works fine but does not help or their pain. They indicated that because they have had so many surgeries in their pain area, they had to implant the device a different area and had to have a surgical lead. The patient stated that they are considering having the ins taken out, but do not want to go through taking the surgical lead out. They added that another reason they want the ins taken out is because they are getting tired of having to spend 2 hours every couple of weeks sitting and recharging the ins. The patient noted that it takes a lot of time to charge, and even from ¼ discharged it takes 2 hours to charge up. They stated that if the device was helping them they would gladly recharge, but since it worthless, they do not like spending time to recharge. The patient was to follow-up with their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their charge time had always been long. The patient stated that no steps were taken to resolve the charging issue. No further complications were reported or anticipated.